Manufacturer narrative:
Device evaluation summary: the device was returned to apollo, and a visual inspection was performed. The device was noted to have white particles on the outer surface of the shell. Three openings were noted on the shell and one opening was noted on the valve patch. A sample fill tube was used for further testing. A valve test was performed and no blockage was noted. An air leak test was not feasible, as the device had a large opening, approximately 1 ¼ inches along the patch of the device. Under microscopic analysis, the opening along the patch was noted to be striated at the apparent origination point. The second opening on the radius of the shell was approximately ¾ of an inch in length, and the third opening also on the radius of the shell was approximately ½ of an inch in length. The second, third and fourth openings were noted to be striated and consistent with damage from device removal activities. It appeared as though a small piece of the shell was missing from the third opening.

Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported event of "deflation" as follows: precautions: each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Patients need to be evaluated and the device removed at or within 6 months of placement. Clinical data does not exist to support use of an individual orbera® system beyond 6 months. Complications: possible complications of the use of orbera system include: balloon deflation and subsequent replacement. Warnings: deflated devices should be removed promptly. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms.

Event description:
Reported as: a patient with the orbera intragastric balloon "noticed solution leakage confirmed by ultrasound sonography test (usg)". Device was removed.